Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had dislodged and was sitting in the tricuspid valve. The lead was attempted to be repositioned but was snipped. The lead had placement difficulty. The lead was removed and a new lead was implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an inappropriate defibrillation shock. The device detected atrial fibrillation and supraventricular tachycardia and administered a defibrillation shock for ventricular fibrillation. The device remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.